Manufacturer narrative:
Device evaluation by MFR: one cadd solis vip pump was received with the lens damaged, a broken battery door and the downstream occlusion sensor (dso) seal was loose. There was evidence of the reported "cassette not attached properly" alarm in the event log. Sensor check and functional testing were conducted and the reported issue was able to be duplicated. The dso sensor was sticking. The cause of the sticking was unknown. The dso sensor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a cassette sensor alarm. The issue was discovered during testing and there was no patient involvement.